Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A mother reported that her child received lower sensor scans compared to readings obtained on a competitor brand meter. The customer experienced "slow speech" and was treated with juice based on the sensor scan and taken to the hospital. A healthcare provider diagnosed the customer with hyperglycemia and administered insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the freestyle libre sensor. A mother reported that her child received lower sensor scans compared to readings obtained on a competitor brand meter. The customer experienced "slow speech" and was treated with juice based on the sensor scan and taken to the hospital. A healthcare provider diagnosed the customer with hyperglycemia and administered insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. The sensor was reprogrammed and attempted to reactivate to perform linearity test. The sensor went back to sensor state 6. The sensor was de-cased and the battery was replaced with known good battery. The sensor was again reprogrammed and activated to perform linearity test. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.